Event description:
It was reported that during engineering evaluation it was discovered that the motor device displayed an error 5 (e5). This event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual sample was returned for evaluation. (B)(4) evaluated the device. A functional assessment revealed that the device displayed an error 5. Therefore, the reported condition was confirmed. The assignable root cause was determined to be excessive force during use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.